Event description:
The system 6 sagittal saw was sent for evaluation due to having blade whip which caused the blade to pop out the incision during the cut test conducted by a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
It was noted during failure analysis that the handpiece had high current draw, blade whip, and reduced cutting performance due to a worn eccentric bearing. Based on a review of complaint trending, a worn eccentric bearing can cause all these symptoms.

Event description:
The system 6 sagittal saw was sent for evaluation due to having blade whip which caused the blade to pop out the incision during the cut test conducted by a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.